Event description:
The surgeon implanted a plate silicone lens and the haptic broke during insertion. The lens was implated and removed without patient injury. It was stated the msi-tr injector and mtc-60c cartridge were used, but the lot numbers were unknown. Contact stated the lens was damaged by the injector.